Event description:
The user stated, they failed proficiency testing for pro-bnp. Sample 1 tested on (B) (6) 2009 and (B) (6) 2009 gave a result of 870 pg per ml with an expected result range of 908-1127 pg per ml. Sample 2 tested on (B) (6) 2009 and (B) (6) 2009 gave a result of 61 pg per ml with an expected result range of 70-83 pg per ml. Sample 3 tested on (B) (6) 2009 and (B) (6) 2009 gave a result of 589 pg per ml with an expected result range of 596-741 pg per ml. No erroneous results were generated for pt samples. The field service representative could not find a cause and replaced the measuring cell as part of preventive maintenance. To verify the analyzer performance, he ran performance tests with acceptable result. Calibration and qc result have been acceptable.